Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side "capsular contracture baker iii." Patient later reported "multiple radial folds" via us report. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a5, a6, b5, d4.

Event description:
Patient reported left side "capsular contracture baker iii." Patient later reported "multiple radial folds" via us report. Patient additionally reported "pain, volume augmentation, and hardening." Device remains implanted.